Event description:
It was reported that the cage went in a vertebral body after an unknown spinal surgery. After preparation of the intervertebral, the cage was inserted following autografting. X-rays confirmed this because the insertion angle was different from the planned angle.

Manufacturer narrative:
(B)(6). (B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.